Event description:
Clinic reported that the device had been shocking pts during electrotherapy treatment and channel 2 is reported to be intermittent. The device has been in for evaluation prior to this event. The clinic did not provided pt(s) or treatment details. No known injuries occurred. The clinic service technician tested the device and no issues with the device were discovered.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt, use the same output circuitry involved in the generation and delivery of stimulation. See figure 2. Unit passed all tests conducted, no anomalies were found. The unit meets all manufactures specifications.